Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the console displays an e6 (overheat warning) code after four minutes. It was found that the flex circuit was worn out causing the error code. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device console displayed an e6 (overheat warning) error after running for four minutes. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.